Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13604. The pt has two leads from the same lot number. It was reported, the pt was experiencing a lot of pain in her knee. The pt stated, she can no longer walk and would like her scs system removed. The pt's physician stated, she will need an MRI, therefore, her scs system would need to be removed. Follow-up pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.